Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was meeting with the patient for a normal reprogramming session and the patient reported having burning sensations at the pocket site when recharging. When the ins was pushed at two different spots the patient also reported a ¿zinger¿ sensation. The patient reported that they felt hot at the pocket site and used the word ¿fire¿ to describe the temperature. Technical services had the rep determine if the symptoms persisted even with their therapy turned off. The patient stated that they never turned their therapy off as the pain the ins was implanted for would come back within two minutes. However, upon turning their therapy off, the rep palpated the patient¿s ins pocket site and the patient stated they felt the ¿zinger¿ again that traveled all the way down their leg. The patient stated that it still felt hot at the pocket site. Technical services reviewed that because the symptoms persisted with their therapy off, it would be unrelated to their stimulation. It was advised that the patient¿s healthcare provider (hcp) examine the pocket site for possible infection or to see if the ins was pressing against a nerve. Residual affects from the stimulation was stated would not be as intense as the patient was reporting when palpating. The event began in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: method code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Manufacturer narrative:
H3: 97712 restore ultra MRI ins s/n (B)(6) was returned for product analysis. Analysis of the device found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were having a lot of problems with their ins. Patient reported they were sent a new paddle and they tried that to no avail and it still burns them. The thermometer screen kept coming up saying the unit was getting too hot because it takes them so long to charge the ins. Patient reported sometimes they can only get 3-4 coupling boxes, so it takes them so long to charge the ins. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep met with the patient again today ((B)(6) 2019) and they called into technical services one additional time. They reported that the patient was having a burning sensation in the pocket during recharging. The rep stated that they palpated the pocket site and the patient experienced a sharp pain whether stimulation was on or off. The caller stated that they consulted with the medical doctor and the they did not want to do a pocket revision at this time. The patient indicated that the battery gets hot when charging. It was indicated that the patient used adhesive patches during recharging to maintain the recharge antenna position. It was reported that the coupling goes from 8 to 6 boxes and drops suddenly to 0 coupling boxes. The patient reported that the pocket was sore when the stimulator was hot as a result of charging. The patient thought the issue was related to an issue with the recharging antenna. During the session the patient described the temperature increase as a branding heat. It was reported that when it was removed it was a lower heat and it took forever to ch arge the stimulator. There was a warm transfer to the repair team where it was reported that the recharger antenna got very hot and uncomfortable on the patient¿s skin. It was asked if the hot antenna caused and injury and the rep and patient stated no. The patient called back the next day stating that they received their new recharger and recharger antenna. The patient repeated that they had been experiencing a burning sensation when recharging, noting that they ¿had been having problems with severe burning¿ like they were ¿being branded¿. They explained that was why the recharging equipment was replaced, however they indicated that they were continuing to experience the burning just like with their old equipment, so evidently it wasn¿t the charging unit. No further complications were reported/anticipated.